Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the knee, titled ¿midterm follow-up results of two different types of implants in opening wedge high tibia osteotomy". The study reviewed sevety-four (74) patients who underwent opening wedge high tibia osteotomy, to knee osteoarthritis (oa)/opening wedge high tibia osteotomy, using low-profile implant, non-locking four-hole precountered plate (pp) (puddu). During the mean: 6.2 (sd = 3.4, range 0.2¿10.8) year follow-up period, three (3) patients underwent implant removal. Source: miettinen s, nyländen h, jalkanen j, miettinen h, kröger h, joukainen a. Midterm follow-up results of two different types of implants in opening wedge high tibia osteotomy. Knee. Aug 2021;31:11-21. Doi:10.1016/j.knee.2021.05.006.